Event description:
It was reported that the physician felt that the xience v stent delivery system (sds) was slow to inflate and deflate after reaching the target lesion in the mid right coronary artery. It took approximately 15 seconds to inflate to nominal pressure and then 30 seconds to deflate after stent deployment. The xience sds was inflated once in the patient anatomy. There were no adverse patient effects. There was no clinically significant delay in the procedure. There was no difficulty advancing to the lesion, nor removing from the anatomy. The physician was satisfied with the xience stent results. After the sds was removed from the body the device was manipulated and was inflated and deflated satisfactorily, with more dilution. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficult inflation and deflation were not confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.